Event description:
Additional information from the representative reported physically testing it via insertion, but no notable abnormalities were observed, and it did not seem like there were any problems. The physician noted the patient could have hit his/her head. It was noted the cause was not determined; however, as the factor of the problem, damage due to hit the head and push the burr hole cap with the patient finger could be considered. If additional information is received, this event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the hole size was 14mm and the bur hole ring was not moved at all. There was no injury. Although exact implant date was unknown, the implant date/timing was the same as ins/lead implant date and the date was within six months. The patient possibly experienced impact, as it was confirmed that the patient fell down twice, and was noted to have parkinson's disease. Since symptoms of ataxia appeared on the other side (the lead was positioned on opposite side) and chronic subdural hematoma (csh) was suspected, a CT scan was done on (B)(6) 2016 and results should bur hole displacement.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a burr hole ring had migrated into the skull. The event might be a result of an occasion of hitting. However, no skull damage was confirmed in the images and the burr hole ring had not dropped completely in the skull. There was going to be a surgery on (B)(6) 2016 and the details would be confirmed. Additional information received reported the event occurred in the left burr hole. Only the cap had fallen about 3 centimeters below the skull while the burr hole ring was fixated to the skull. It was extracted and replaced with a new one, including a new burr ring hole. There were no health hazards to the patient.

Manufacturer narrative:
Analysis of the burr hole cap found no anomalies.

Event description:
Additional information from the representative reported the procedure took place on (B)(6) 2016.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [701238151_lit.pdf]

Event description:
Additional information was received from a literature article cited: mori f, yoshida k, watanabe m, et al. [Frontal lobe signs caused by migration of a burr hole cap into the brain after deep brain stimulation surgery:a case report]. No shinkei geka. 2019;47(7):785-791. 10.11477/mf.1436204023. It was reported that the patient also experienced the symptoms of confusion and memory disturbances prior associated with the event. The mental confusion prevented objective testing of the patients cognitive function impact. See attached literature article.